Manufacturer narrative:
One used sample was returned for investigation. The position of the thumb valve was down when the sample was received. It was able to be manually moved to the up position, where it remained upright. However, once pressed down, the thumb valve remained down, and did not return to the upright position. The thumb valve was dissected to see if any abnormalities could be identified. When compared to a standard, the only difference was that the elastomeric seal inside the complaint sample appeared more visually shiny. The investigation concluded that there is a potential manufacturing related root cause for the reported event. Corrective actions to address these potential causes are currently in progress. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Sample not returned yet.

Event description:
It was reported that the thumb piece of the control value stuck. The nurse recognized this when she pressed the thumb piece during suctioning and the thumb piece did not return to the original position. The trach care was changed and there was no problem after that. No injury to the patient. No additional information provided.